Event description:
Customer reportedly, tested 360mg/dl on the device and >140 mg/dl on a lab. The customer was tested on an add'l professional device with a result >140 mg/dl. All comparisons were performed within 5 minutes. No action was taken based on device results. No quality controls were used. Requested return of suspect device and replacement was sent.